Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased as of the (B)(6) 2020. The cause of death is unknown.